Manufacturer narrative:
(B)(4). Medical devices: unknown stem ¿ pn unknown ¿ ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital has discarded the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 04851.

Event description:
It was reported that patient underwent left hip revision at an unknown amount of time post implantation due to metallosis, corrosion, adverse local tissue response, and pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
No additional event information to report at this time.